Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600 mg/dl. They were in the intensive care unit. The paramedics were called. The customer stated that the cannula had two kinks. At the time of the phone call, the customer's blood glucose was 143 mg/dl and they wanted to run diagnostics on the insulin pump. The drive support cap was recessed. Troubleshooting was performed and everything was within specification. There were no delivery and low reservoir alarms present in the history of the insulin pump. There was no alarm on the day of the hospitalization. The high pressure test passed. The infusion set was removed from the customer's body and it was noted that the cannula was bent. It was also noted that the customer was unconscious when the event occurred. Nothing further was reported.